Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Interrogation of the pulse generator revealed that an inappropriate auto mode switch episode caused by competitive atrial pacing. As this was not occurring frequently no intervention was performed. The patient was in stable condition and would continue to be monitored.